Event description:
It was reported that the patient underwent heart transplant on 03aug2022. It was not known whether the outcome was device or therapy related.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided stated that the patient underwent a routine heart transplant and the device operated as expected. The patient was not elevated on the transplant list secondary to a device or therapy related issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was communicated that the patient underwent a routine heart transplant on (B)(6) 2022. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 3.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged and sealed outflow graft clip secured. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.